Event description:
It was reported that a spectrum pump alarmed upstream occlusion during patient therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, an upstream occlusion alarm was not reproduced. A review of the event history log revealed upstream occlusion alarm messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the ultrasonic fluid numbers to be low. The ultrasonic sensor requires replacement to address this issue however due to additional issues found with the pump it was determined unserviceable. Should additional relevant information become available, a supplemental report will be submitted.